Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened trocar handle blade assembly was received for the report. Sample was visually inspected and was found to be nonconforming for blade with raised and pushed out metal and divots on the blade's cannula. Blade was also bent at the area where the raised/pushed out metal was. Functional penetration testing was not performed due to damage of returned sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached was reviewed by the manufacturing site. Photos 1 and 3 shows a bent blade, photos 2 and 4 shows defect in the trocar cannula. Reported issue confirmed from photos. The investigation conducted a nonconformance review of the reported lot. One nonconformance was found for damaged cannula and blade. This non-conformance could have potentially contributed to the reported event of damaged trocar cannula and blade. The evaluation of the attached photo confirms the damaged cannula as noted by the customer. The returned blade sample was found to be visually nonconforming; therefore, trocar had a metal spike on it, needle a bit bent, sutures required as reported by the customer. The root cause for the damaged cannula and blade is related to the automated manufacturing process of the trocar final assembly. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is alcon manufacturing related. A non-conformance record was initiated to trend the defect of damaged trocar cannula and blade and a nonconformances record has been initiated in relation to the related non-conformance identified within the non-conformance review. A nonconformance investigation has been completed in relation to the trend identified for trocar damaged cannula and blade issue. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. The inspection includes evaluation for damage to the trocar cannula and blade. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the procedure, a trocar was observed to have a metal-like spike. It was removed from the patient¿s sclera, and a standalone trocar set was opened. It was also noted that the needle was slightly bent. The sclera was sutured before inserting a new trocar. The surgery completion details and current patient condition were unknown at the time of report. Additional information received that procedure type was pars plana vitrectomy. The surgery was completed with the new trocar. There was no report of patient impact. The patient condition was resolved. No medical or surgical intervention was required was required needed as there was not material remained. But had to suture trocar wound and create a new one using new trocar. The patient was not hospitalized.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).